Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was hit many times on her head after an assault in her home. After this event, the user's hearing performance with the device had decreased. The audio processors were replaced and fitted twice but the outcome did not change. The doctors decided to perform a revision surgery and at this time found out that the conductor link had extruded into the external auditory canal. During the explantation surgery, the area where the device was placed was found to be infected. The procedure to remove the device was complex so the conductor link was cut. The explanted device was given to the user's family so med-el is trying to have it returned for investigation. Med-el was not notified of the explantation until after it occurred.

Manufacturer narrative:
The device investigation revealed no failure or damage of the implant that is supposed to have been present before explantation. The recipient underwent a revision surgery after a blow to her head and decreasing hearing performance with the device. During the revision surgery the conductive link was found to be extruded into the auditory canal, therefore the device was explanted. It was also reported that the recipient_s hearing deteriorated postoperatively and she is now in the indication criteria for a cochlear implant. Additional information states that during the explantation an infection around the implant was observed. However, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection.

Event description:
The user was hit many times on her head after an assault in her home. After this event the user's hearing performance with the device had decreased. The audio processors were replaced and fitted twice but the outcome did not change. The doctors decided to perform a revision surgery and at this time found out that the conductor link had extruded into the external auditory canal. During the explantation surgery the area where the device was placed was found to be infected. Med-el was not notified of the explantation until after it occurred.